Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that a malfunction alarm occurred. Reportedly, a pump reset was performed and the malfunction alarm was cleared. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.